Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis on (B)(6) 2021, pelvic pain, parity 1 and gravida I on (B)(6) 2021, heavy menstrual bleeding and endometrial biopsy on (B)(6) 2021 and obesity. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, cystourethroscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.104 kg/sqm. [Hysterosalpingogram] on (B)(6) 2021: examination: hysterosalpingogram. Indication: history of female sterilization comparison: none. Findings: bilateral tubal occlusion devices in expected location of the fallopian tubes. Rapid homogenous opacification of the endometrial cavity. The uterus is grossly normal in morphology and the walls are smooth. Smoothly marginated ovoid mobile gas bubble at the left uterine fornix. No fixed filling defect within the endometrial canal. Contrast extends to the tubal ligation clips. No contrast appreciated within the fallopian tubes or peritoneal cavity. Impression: functioning bilateral tubal occlusion devices. [Pathology test] on (B)(6) 2021: specimen(s): cervix, uterus and bilateral fallopian tubes. Final pathologic diagnosis: uterus and cervix, hysterectomy: benign cervix. Late proliferative/early secretory phase endometrium. Adenomyosis. No dysplasia, hyperplasia, or malignancy. Fallopian tube, right and left, salpingectomy: no histopathologic abnormalities. No evidence of malignancy. Clinical history: pelvic pain, heavy menstrual bleeding. Bilateral essure contraceptive devices are identified in the fallopian tubes. [Ultrasound scan] on (B)(6) 2021: normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis on (B)(6) 2021, pelvic pain, parity 1 and gravida I on (B)(6) 2021, heavy menstrual bleeding and endometrial biopsy on (B)(6) 2021 and obesity. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy,cystourethroscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.104 kg/sqm. [Hysterosalpingogram] on (B)(6) 2021: examination: hysterosalpingogram. Indication: history of female sterilization. Comparison: none. Findings: bilateral tubal occlusion devices in expected location of the fallopian tubes. Rapid homogenous opacification of the endometrial cavity. The uterus is grossly normal in morphology and the walls are smooth. Smoothly marginated ovoid mobile gas bubble at the left uterine fornix. No fixed filling defect within the endometrial canal. Contrast extends to the tubal ligation clips. No contrast appreciated within the fallopian tubes or peritoneal cavity. Impression: functioning bilateral tubal occlusion devices. [Pathology test] on (B)(6) 2021: specimen(s): cervix, uterus and bilateral fallopian tubes. Final pathologic diagnosis: uterus and cervix, hysterectomy: - benign cervix. - late proliferative/early secretory phase endometrium. - adenomyosis. - no dysplasia , hyperplasia, or malignancy. Fallopian tube, right and left, salpingectomy: - no histopathologic abnormalities. - no evidence of malignancy. Clinical history: pelvic pain, heavy menstrual bleeding. Bilateral essure contraceptive devices are identified in the fallopian tubes. [Ultrasound scan] on (B)(6) 2021: normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.